Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently could not be charged properly without the customer maneuvering the cable into the charging port. Customer's blood glucose ranged from 102-103 mg/dl. The customer continued to use the pump for insulin therapy.